Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 8pm. The patient manages his diabetes with an unknown type of insulin and is a self adjuster. She reported increasing her food/drink intake as a result of the alleged issue. She denied developed any symptoms but for an unknown reason the emergency medical services (ems) was contacted. It is not known what the patient's blood glucose was when the ems arrived. They reportedly treated the patient with IV glucose at approximately 8:10pm. Her blood glucose was retested at approximately 8:30pm that night and a reading of "229 mg/dl" was observed. At the time of troubleshooting, the cca noted the meter was not being used for the first time. The battery needed replacing but the patient did not have a new battery available. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.